Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was successfully implanted. Immediately after deployment, the patient's blood pressure dropped, and a pericardial effusion was discovered around the left ventricle (lv) via intracardiac echo (ice) imaging. Pericardiocentesis was performed to treat the effusion, removing 500cc of red bloody drainage improving the patient's hemodynamics. The drain was left in place and the patient was taken to surgery and had a 5cm pericardial window placed. The patient remained stable, and the closure device remains in place. There were no further patient complications reported and the patient was discharged home.